Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation.  The product sample was also sent and the investigation is ongoing.  A follow-up report will be filed when the investigation is completed.

Event description:
End user patient reports he was using the rollator while at the store and reports the frame reportedly broke and he fell to the ground. The end user has reported that he was not injured. The rollator broke below the weld on the rear right side.

Manufacturer narrative:
Based on the supplier's results of investigation the device history report could not be reviewed as a lot number was not provided.  The returned sample is zchmt25blk and not zchmt25bg (black in color instead of burgundy) as previously reported in the initial report submitted to the FDA.  The sample that was provided appeared to be very used according to the condition of all of its parts. The rear right frame was broken (not welding position) and the broken position appeared to have been repaired with glue. The tubing thickness and hardness meet all specification requirements.  From the investigation the root cause for the reported issue could not be determined.  At this time no additional action will be taken, but we will continue to monitor the trend of this type of incident.